Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the gear train. The motor stall was due to the shaft-bearing. This event no longer qualifies for the notification and recall referenced as (B)(4).

Event description:
On (B)(6) 2014 information was received from an hcp indicating that the patient had increased pain. The cause of the stall was unknown. The stall reportedly did not recover. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s health care provider (hcp) office was seeing a personal therapy manager (ptm) code of 8467. The device manufacturer representative was assuming they probably saw 8476, the motor stall message. The patient was also hearing the alarm from the pump. Telemetry strips were later provided the same day for detailed information on stalls. A print report from the date of this report was provided. The report showed the pump was currently stalled at the time of interrogation. The logs dated back to (B)(6) 2014. The first stall recorded in the logs was on (B)(6) 2014 at 15:37 and it recovered the same day at 16:28. The pump stalled again on (B)(6) 2014 at 01:44 and recovered the same day at 04:41. It stalled again that day at 09:33 and recovered at 09:50. It stalled again at 15:56 and recovered at 17:03 and then stalled at 19:11 and recovered at 22:50. The pump then stalled on (B)(6) 2014 at 21:44 and recovered at 22:19 that day. The next day, (B)(6) 2014, it stalled at 06:49 and recovered at 09:18 and then remained stalled again starting at 11:54 that day. The device system was used to deliver fentanyl, bupivacaine and clonidine at the time of interrogation. Three days later, it was further reported the pump was continuing to go from motor stall to recovery and the device had been replaced. The pump was to be returned. Additional information has been requested, but was not available as of the date of this report.